Event description:
Non-capture was reported. The lead was explanted. No patient complications have been reported as a result of this event. Lawsuit alleges that the patient experienced inappropriate shocks as a result of the lead.

Manufacturer narrative:
Other: non-capture was reported. The lead was explanted. No patient complications have been reported as a result of this event. Lawsuit alleges that the patient experienced inappropriate shocks as a result of the lead. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to, shock, inappropriate.

Event description:
Non-capture was reported. The lead was explanted. No patient complications have been reported as a result of this event. Lawsuit alleges that the patient experienced inappropriate shocks as a result of the lead. Additional information was received and an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. The device is part of the advisory for this model.